Event description:
I am on my fourth faulty dexcom g6 sensor in row. I am a type 1 diabetic who uses the dexcom g6 sensor paired with tandem's t:slim pump. The dexcom sensor sends my blood sugar readings to the tandem pump with control iq. The control iq feature will adjust my insulin basal rate up or down based on the sensor readings as well as will adjust how much insulin is given for any meal or correction boluses. I have called dexcom and/ or tandem (dexcom has an agreement with tandem where tandem investigates / troubleshoots issues with dexcom sensors after each malfunction sensor. I have asked for investigations into why the sensors are failing and / or to have a note put in my file so that if the sensor fails again, I could take to a supervisor or have a more thorough investigation done but each time I call with a new issue, the representative I speak with has no notes from previous calls and has failed to have me speak with a supervisor. The issue I have had with all 4 malfunctioning sensors is that my sensor indicates that my blood sugar is critically low causing me to treat what I think is a dangerously low blood sugar. However when I do a finger stick, my actual blood sugar is 50 - 150 points higher. This usually happens when my blood sugar starts out low or is in a near low blood sugar range (~70-85). The sensor fails to recognize that my blood sugar is rising after I have treated the low or possible low. It continues to show my blood sugar as in the low range. This creates havoc with my insulin pump. My basal insulin gets suspended which raises my blood sugars extremely high. Having a working sensor is critical to maintaining a healthy blood sugar and not having extreme hyper or hypoglycemia. However I have also had the converse where my sensor was reporting my blood sugar higher than my finger stick reading reported. I am as concerned about dexcoms blatant disregard of this issue. I was told by a dexcom rep that I was just "unlucky" to have so many bad sensors in a row even though 3 of the 4 faulty sensors came from the same lot (5271313). Another identifier on my current malfunctioning sensor is pn 9500-45. My dexcom transmitter # is (B)(4). I have sent emails and made 5 calls. I would be surprised if they have done the necessary follow up on this issue. The problems with my sensors have sent my blood sugars all over the place with extended highs and then crashing lows. It is dangerous. I live alone and rely on these products to work. I hope that you will help. I have tried to escalate this issue to the best of my ability. Now I need your help. My sensor was reading as low but when I did a finger stick it was 139. FDA safety report ID# (B)(4).